Event description:
The account's engineer stated, the weld broke on the left head siderail causing a wire to be cut and cracking the wire cover.

Manufacturer narrative:
The account has not completed repairs.